Event description:
It was initially reported that the pt's pulse generator was explanted due to infection, but no further details were made available on the issue. The manufacturer device history records for both pulse generator and lead were reviewed to confirm sterilization prior to shipment. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device manufacturer records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.